Event description:
The following info concerning the event was documented by cardinal hlth tech support specialist in response to a phone conversation with a third party svc and a user facility rep. Called and stated this unit has the alarm silence button always activated. It does not go off after 45 seconds like it should, it is on all the time. This unit was on a pt a few days ago. I spoke to the rt there name (name removed). He said that the settings were amp 14, map 9.5, hz 10.0, it .33 bias flow 20 lpm. He said that they swapped the unit out and put the pt on another 3100a. He said that there was no pt compromise, they just noticed the alarm silence light on all the time. (Third party svc) is wondering what parts he should order to fix this unit. I explained to him that it's most likely the alarm board that is the problem. He would like to order the alarm board, alarm display bd and j3 cable between the alarm display bd and alarm bd. He is going to border those parts."

Manufacturer narrative:
Cardinal hlth sent a letter to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the MFR.